Event description:
A doctor forwarded porex surgical an email that he had received from the father of a patient that had been referred to him by another doctor. The email which was dated august 8, 2006 stated that the patient had been born with hemi facial microtia 2006 underwent surgery for jaw distraction and the implantation of a medpor ear implant. The doctor took skin grafts from behind the neck and the underside of both arms of the patient to cover the ear implant. The email stated that the surgery took eleven hours and that the doctor was satisfied with the results. On the eighth day after the surgery, the father notcied that the large skin graft on the top of the ear had blackened. Approx after 2 months, the skin graft fell off and the medpor implant was exposed. The doctor removed the medpor ear implant 34 days later. The doctor then referred the patient to the doctor who reported the incident that this MDR is reporting.